Event description:
This is filed to report that the implanted clip partially moved on one leaflet and resulted in increased mitral regurgitation and leaflet damage that required an additional mitraclip procedure for treatment. It was reported that the initial mitraclip procedure was performed on 04/23/2015 to treat functional mitral regurgitation (mr) with a grade of 4. One mitraclip (41218u144) was implanted and the mr was reduced to grade 2. On (B)(6) 2015, echocardiogram observed that the mr had increased back to 4 and there was a posterior leaflet flail. On (B)(6) 2015, a second mitraclip procedure was performed. Echocardiogram found that the implanted clip (412 18u144) had partially moved on the posterior leaflet and remained attached to the anterior leaflet. It was not a complete detachment from the posterior leaflet, as tissue was visible close to the clip. The posterior leaflet appeared to be damaged. Three additional mitraclips were implanted and the mr was reduced to grade 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for clip movement on the leaflets can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, the clip movement on the leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, it is possible that after the initial procedure, there was an increase in mitral regurgitation pressure gradient, resulting in stress on the coapted leaflets. As a result of this stress, the posterior leaflet may have become torn, resulting in the observed shift of the clip on the leaflets; however, this cannot be definitively determined. Based on the information reviewed, a definitive cause for the reported clip movement could not be determined. There does not appear to be any evidence of a quality deficiency associated with this device. The patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage) are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information reported, a cause for the damage to the leaflets resulting in the increased mr could not be definitively determined; however, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the electronic complaint handling database indicated there had been no similar partial clip movement incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.